Event description:
It was reported that the patient experienced both low and high blood glucose while using the ilet and reported inconsistent meal announcements, including announcing usual meal sizes despite eating larger breakfasts, with subsequent overcorrection behavior after lows. Symptoms included hypoglycemia to 48 mg/dl for approximately 20 minutes and hyperglycemia up to 374 mg/dl for approximately 2 hours, with device alerts for both low and high glucose. Outcomes included self-treatment of hypoglycemia with oral glucose and no need for medical assistance, professional intervention, hospitalization, or ketone management. Investigation included review of device-reported glucose trends and user-reported behaviors, as well as troubleshooting and education emphasizing accurate meal announcements and avoiding overcorrection. Investigation of this case revealed patterns consistent with user technique issues, specifically incorrect meal size announcements and potential carbohydrate overcorrection following lows, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and hypoglycemia treatment practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.